Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a signal too low alarm, unexpected restart alarm and a spanish anomaly alarm. Customer states that when battery was changed, screen did not come back up. Customer was able to perform rewind process and again and program bolus into the air which was recorded in bolus history. Insulin pump passed self-test. Customer's blood glucose was 109 mg/dl. Customer was advised to monitor insulin pump.